Event description:
It was reported by a nurse that the treatment scheduled to be administered during overnight was not delivered to the patient. The pocket remains full in the morning, despite the pump being configured in the evening to administer the required volume. No alarms sounded during the night and the pump history indicates that the entire contents of the bag were delivered. There was patient involvement, and no human harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3, d4: correction. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.